Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level is 443 mg/dl. The customer's blood glucose was 393 mg/dl at the time of incident. The customer did experienced the symptom difficulty in breathing . Troubleshooting was done for high blood glucose under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.